Event description:
It was reported that the aviator fixation pin broke off in the patient's cervical spine.

Manufacturer narrative:
Method: device history review; results: one aviator temporary fixation pin was reported to have broken off in the patient's cervical spine. Manufacturing history could not be reviewed because no lot number was reported as the device was not returned. The instrument tip is believed to remain in the patient's spine. This instrument is made from the titanium alloy (ti-6al-4v) implantable-grade material so the tip remaining in the spine is equivalent to the aviator implants. Conclusion: it was reported that the temporary fixation pin had been used more than once, despite this being a one-time use only instrument, so the root cause is deviation from user instructions.

Event description:
It was reported that the aviator fixation pin broke off in the patient's cervical spine.